Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results compared with feelings or normal results. This complaint is being reported because during troubleshooting a control solution test performed on the subject meter gave results which fell outwith the stated range. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.